Event description:
It was reported that the everest deformity rod reducer base camp would not grab the screw head intra-operatively and after the case it was noticed that the portions that grab the screw head were splayed. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported.

Event description:
It was initially reported that the everest deformity rod reducer base camp would not grab the screw head intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. Additional review of this event indicates this incident to be non-reportable.

Manufacturer narrative:
It was reported that the everest deformity rod reducer base camp would not grab the screw head intra-operatively and after the case it was noticed that the portions that grab the screw head were splayed. Additional review of the events indicates this incident to be non-reportable. The event caused no serious deterioration in the state of health of a patient or user. Review of product and complaint history indicates that no prior similar incidents have led to a serious deterioration in the past, nor is a recurrence of this incident likely to lead to a serious deterioration in the future.